Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of myopotential oversensing on the right ventricular channel. The device was reprogrammed and the patient was stable and will continue to be monitored.